Manufacturer narrative:
Continuation of d10: product ID a820: serial# unknown. Product type: software. Product ID: hh90t01 lot# serial# (B)(6). Product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for spinal pain use. It was reported that their bolus was not working right and kept getting stuck at 90 percent when delivering one. The agent assisted the patient in deleting the data and the patient then tried connecting again and confirmed they were able to get connected without any further issue. Agent reviewed information and advised to contact us back if they neededfurther assistance.